Manufacturer narrative:
Strip information and manufacture date were not provided in the initial report.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided

Event description:
A (B)(6) customer ran blood glucose tests on 2 contour next link 2.4 meters and received readings of 35mmol/l and 1.7mmol/l. He had no hypoglycemic symptoms. The difference between the readings falls in the "d" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned. Strip information was not provided. New meters were sent to the customer.